Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. There was no indication of damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: the pump was returned with moisture in the battery. On investigation, the returned battery cap was able to securely attach to the pump for investigation. The battery cap was tightened and then unscrewed ½ turn leading the pump to reboot- the power complaint was duplicated in this manner. The pump powered with operable audio tone and vibration; however, the display screen remained blank. Leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. The pump was opened for investigation revealing moisture on printed circuit board. The blank display was determined to be cause by the moisture ingress.